Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA (B)(4) tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. The field service engineer (fse) was dispatched on 17 january 2017. The fse replaced the vacum pump to fix the retention time and the buffer valve #2 and #3. The fse replaced the column and the chromatograms looked better than the initial one but split was still occurring. The fse then decontaminated the buffer lines and the split peaks error no longer occurred. The engineer ran calibrators and quality controls with 30 patient samples and no errors occurred and the chromatograms were normal.. The g8 was working as intended. No further action required by fse. The probable cause of the event was due to malfunction of the pump and contaminated buffer lines

Event description:
On (B)(6) 2017 a customer reported issues with peak pattern with their g8 analyzer. The technical support group (tsg) reviewed the chromatograms with the customer and verified that they are getting high peaks and all of them have clipping. The flow rate was adjusted bringing the retention time down but the issue did not resolve.the customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.